Event description:
(B)(6) 2020 02:00:49 high rv thresholds measured for 3 consecutive days. Does trend high but has now increased to 2.5. Also noted lead impedance alert, this is old. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).